Event description:
Customer called to report that a small puddle of blue fluid was observed underneath the coulter ac.t diff analyzer while running quality controls. Customer also stated that the white blood cell (wbc) bath had overflowed. The customer technical specialist assisted customer with troubleshooting the instrument by instructing customer to bleach the wbc waste and count line. Customer was then able to conduct instrument startup without issues and the quality control recovery was within specifications. Customer stated that patient samples and results were not affected by the instrument leak issue, and that no one was harmed by or exposed to the leak.

Manufacturer narrative:
(B)(4).